Event description:
The customer reported being hospitalized due high blood glucose of 600mg/dl. Troubleshooting was performed. The customer was put on saline solution to flush out the sugar in his blood stream, and then he was given 10.0 units of humalog. The customer also mentioned that upon removal of the cannula it was crimped. The blood glucose reading at time of call was 137mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.